Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor on the device ran hot and did not rotate the cutter device. It was determined that the device exceeded the maximum allowable temperature of 118°f per synthes op. N01.56 (actual temperature reported was 120.1°f). It was determined that inspection of the photo revealed the fracture tip with cross pin still attached. It was determined that review of the physical parts from this complaint showed the cross pin was still firmly attached and seated in the detached end of the fractured drive key. It was determined that the position of the enlarged section of the cross pin to the od of the drive key indicated that the pin was positioned within the limits of the design intent. It was determined that the review of the end of the fractured drive key showed a fractured surface above the cross hole and the resultant break below the cross hole once the cross-section decreased to a point which was not sufficient to support operating conditions. It was determined that the burnish marks on the resultant break area and the center of the cross pin indicated that the unit continued to run after separation. It was determined that this failure was caused by a fracture in the drive key which propagated over time as the unit was subjected to thermal cycling from autoclave processing. It was determined that the review the parts did not yield sufficient evidence to determine how the initial fracture occurred. Therefore, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the handpiece device was not working. During service and evaluation, it was observed that the motor ran hot and did not rotate the cutter. It was noted that the device exceeded the maximum allowable temperature of 188 degrees fahrenheit and had a fractured drive key. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.